Event description:
On (B)(6) 2010 writer contacted pd nurse who stated that the patient went to the ER with belly pain on (B)(6) 2010 and was diagnosed that day with peritonitis. On the same day pd effluent cultures, wbc's and gram stains were done. On (B)(6) 2010 the patient was started on an unknown antibiotic. The patient has since recovered and continues on pd therapy without any problems.

Manufacturer narrative:
(B)(4). A lot number was not provided, therefore, a batch review cannot be conducted. The root cause of this incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. This is the third of three complaints associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed.

Event description:
On (B)(6) 2010 homechoice peritoneal dialysis (pd) patient called for a check line alarm which was resolved over the phone. The patient stated he was in the hospital over the weekend for peritonitis. No additional information is available.